Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. No motor error alarms or external alarms noted. The motor was tested outside the device and passed. Unit alarmed unexpected restart after battery change due to faulty connector on mother board. Unit received with cracked reservoir tube and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The no delivery alarm was resolved with a complete set change. The insulin pump also alarmed motor error, unexpected restart, and external error. Customer's blood glucose level was not reported. The customer experienced elevated high blood glucose levels due to the alarms. The customer was advised that the device would be replaced and agreed to return the product for analysis.